Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels into the 600's (mg/dl) with moderate ketones. The customer administered a corrective bolus and the customer's spouse administered a manual injection. The customer was uncertain of the suspected cause and stated they feel the pump is not working, however the customer declined troubleshooting with tandem technical support. A recommendation was made to discuss factors affecting bg level with the healthcare provider.